Event description:
Procedure type: unknown. According to the reporter: the first operation was performed in 2008. A second operation was performed on nine days later because the abdominal sutures came undone post-operatively. Reportedly, the sutures did not absorb properly. No further information could be obtained about this event.